Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the unit flow rate is high.

Manufacturer narrative:
The unit was triaged and the reported condition was confirmed. A trend has been identified and a corrective and preventative action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.